Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the issue occurred with multiple scopes and the scopes work as normal on another tower. Tac suggested for the device to be sent in for evaluation and repair; however, the customer declined. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b31 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.